Event description:
It was reported to philips that flexpc was not loading. The device was not in clinical use at the time of the event. No harm was reported to philips. A philips remote service engineer (rse) alongside an onsite (trained) biomedical engineer identified an issue with the flexpc. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-03631. This complaint will be closed as duplicate.